Event description:
It was reported while using with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was a failure of the negative qc. Biological contamination of the product was suspected. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3251975 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 3251975 for contamination. Retention samples from batch 3251975 (100) were available for inspection. There was no contamination observed. Two uninoculated retentions tubes were incubated for 5 days; 1 tube at 20-25c and 1 tube at 33-37c. At the conclusion of 5 days of incubation, there was no sign of contamination in both of the retention tubes. There were no photos or returns available to assist with this complaint. This complaint cannot be confirmed. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported while using with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was a failure of the negative qc. Biological contamination of the product was suspected. There were no health consequences or impacts reported.